Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw), the right ventricular (rv) lead exhibited undersensing, and the left ventricular (lv) lead exhibited high, rising threshold. The ra lead, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.